Manufacturer narrative:
Examination of the reported devices was not possible as they reportedly remain in situ. A search of the complaints databases found no other reports against the provided product and lot code combinations. Medical records and x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient claim states she is experiencing pain, elevated ion levels, skin is itchy, hard to walk up and down stairs and can't bare much weight . She also states that there are audible noises, like popping and grinding. Update 10/30/13 - the doi has been identified as (B)(6) 2008. This complaint was updated on 11/14/13. Update- the correct side has been identified as the left hip. See comments. Update rec'd 1/21/2014: medical records received. Part/lot was provided. The unknown hip is now being changed to the liner. The head is also being added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/14/2014. Update rec'd 2/17/14: medical records received and show a revision was done for the right hip on (B)(6) 2013. After review of the revision operative note there was no infection or metallic staining noted. The stem and cup were also noted to be solid. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/10/2014. Update rec'd 11/7/2014: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. The liner and head are being reported to address the elevated ion levels, as well as adding the stem.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/22/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative date of (B)(6) 2013 previously provided was actually a revision for the right hip ((B)(4)). At this time the left hip hasn't been provided. Lab results provided indicated high metal ion levels. There is no new additional information that would affect the existing investigation. The complaint was updated on:8/20/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Ppf alleges metallosis and metal wear.